Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that the folate controls, run on the architect i2000sr analyzer, are out of range. The customer decontaminated the analyzer and received acceptable results. There is no impact to pt management reported.